Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 450 mg/dl at the time of incident. Customer also admitted to intensive care unit due to diabetic ketoacidosis. The customer was treated with insulin drip in the hospital. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. The customer stated that the drive support cap appears to be normal. Customer tried to treat and changed the site and tried new insulin and went to hospital. The insulin pump will not be returned for analysis.